Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; although a specific value was not provided. Suspected cause was due to the correction factor requiring adjustments. Customer consumed carbohydrates to address bg. Customer updated their pump settings to address the event.